Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a known positive patient sample that resulted negative when using the simplexa covid-19 direct assay on one liaison mdx instrument (serial#(B)(4)), but positive using the same simplexa assay lot on another liaison mdx instrument (serial# (B)(4)). In addition, the sample tested positive on 3 different competitor assays (cdc, abbot, and genexpert). The issue kit and the known positive sample was not returned for investigation. Run files from the simplexa assay were provided but it was not indicated which patient sample was the alleged false negative out of 29 different numbered patient samples that resulted negative on instrument serial# (B)(4). A field application scientist reviewed all the runs on instrument (B)(4) and determined it was detecting samples 3-4 cts later than other instruments. The instrument (B)(4) was sent to the service center for repairs. The instrument was responsible for causing the alleged false negative. The simplexa assay was not malfunctioning. Batch record review showed the critical component, reaction (B)(4) lot# 7656n, met all qc release criteria prior to kit release. Mol4151, lot# 7656n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or (B)(4) targets. All positive controls were detected at an average CT = 28.6 (s gene) and 29.1 ((B)(4)) and the internal control avg CT = 32.3. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# 7652n for suspected false negative results, but the issue is not confirmed.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a known positive patient sample that resulted negative when using the simplexa covid-19 direct assay on one liaison mdx instrument, but positive using the same simplexa assay lot on another liaison mdx instrument. In addition, the sample tested positive on 3 different competitor assays (cdc, abbot, and genexpert). The customer confirmed the alleged false negative results were not reported to the diagnosing physician due to the discrepancy with the competitor assays and no alleged harm occurred. Patient information and patient sample collection method was not provided.